Event description:
It was reported "the patient was hospitalized for breast cancer and underwent infusion as prescribed by the doctor. At around 11:00 on (B)(6) 2022, a disposable implantable drug delivery device indwelling needle was used to infuse the patient. There was no abnormality in the inspection before use, and the intubation operation was smooth. At about 12:00 that day, the patient accidentally pulled the infusion tube when going to bed after going to the toilet. The needle of the indwelling needle was broken and separated from the needle tube, and the patient's blood flowed out from the broken needle. The patient reported to the nurse, who immediately removed the indwelling needle and pressed the needle. The bleeding point was punctured to appease the patient. After the patient was emotionally stable, a new single-use implantable drug delivery device, indwelling needle, was given to re-insert the infusion."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf906 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf906 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient was hospitalized for breast cancer and underwent infusion as prescribed by the doctor. At around 11:00 on (B)(6) 2022, a disposable implantable drug delivery device indwelling needle was used to infuse the patient. There was no abnormality in the inspection before use, and the intubation operation was smooth. At about 12:00 that day, the patient accidentally pulled the infusion tube when going to bed after going to the toilet. The needle of the indwelling needle was broken and separated from the needle tube, and the patient's blood flowed out from the broken needle. The patient reported to the nurse, who immediately removed the indwelling needle and pressed the needle. The bleeding point was punctured to appease the patient. After the patient was emotionally stable, a new single-use implantable drug delivery device, indwelling needle, was given to re-insert the infusion."